Manufacturer narrative:
Unit was evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the power cord prongs were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.